Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump has rebooted for unknown reasons three times in the past year with the most recent occurrence in (B)(6) 2012. The patient has reportedly continued to use the pump. The reporter denied trauma to the pump, visible corrosion, a loose or damaged battery cap, denied being able to see the yellow o-ring on the battery cap, denies seeing any cracks in the pump and states the pump has had no exposure to water. The reporter confirmed the battery cap has never been replaced on this pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the allegation of power malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): on examination, there was no damage to the pump or the battery cap or the battery compartment. Review of the black box showed no evidence of power on resets. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Evaluation found that the pump powers up properly. Power flex, circuit board, and terminal connections were found to be intact. No evidence of re-booting was observed in the pump history, and the pump was exercised for 24 hours with no re-boots occurring. The battery cap was returned with the pump and was tested and found to be within specifications. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.